Event description:
As reported by sales rep, the tip of the balloon came off of the catheter and into the patient's body. It was retrieved with a snare and completely removed from the patient. No patient injury was incurred and the procedure was completed.

Manufacturer narrative:
As reported by sales rep, the tip of the balloon came off of the catheter and into the patient's body. It was retrieved with a snare and completely removed from the patient. No patient injury was incurred and the procedure was completed. The device was not returned for analysis. There was no information regarding the patient demographics or target lesion characteristics. There is no other information available. The manufacturing documentation for lot # 50011520 was reviewed and no anomalies were detected. Without the return of the device the customer reported complaint of tip of the balloon came off could not be confirmed. With the limited information provided and no product return it is not possible to determine what may have contributed to the reported event. There is nothing in the device history documentation to indicate that there is a design or manufacturing related issue, therefore no action is required. (B)(4).